Event description:
It was reported the back case is damaged. The device was returned for calibration, preventive maintenance, and repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was broken, the lower case was broken and contaminated, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the battery contacts were contaminated, one side bail was missing, the battery drawer was broken, the keyboard pad was damaged, and the battery flex was contaminated. (B)(4).